Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable, tandem charging pad and tandem wall adapter which resulted in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter, charging pad and usb cable.